Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Appendectomy - a consultant was performing an on call emergency list on (B)(6). He used three 5mm kii fios trocars. With one of the trocars the end snapped off and got lodged into the patient. The other two trocars bent. All these events happened upon insertion. The hospital has kept the ports so that they can be returned to applied medical for analysis. More information will follow from tm. Email from tm received on feb6 with the cer-form and confirmation that only 2 cer's occured, so cer (B)(4) will be cancelled: a consultant named mr (B)(6) was performing an on call emergency list on (B)(6). He was performing an emergency appendectomy and used three 5mm kii fios trocars. Upon insertion one of the trocars bent. It had to be removed and replaced for another. There was nothing remarkable about the patient or the tissue type. Other cer's are (B)(4). Customer does not know whether 2 or 3 incidents occured. The tm will visit the hospital on (B)(6) to have more information. Four or 3 items will be returned. Correct information received by applied team member (22nd february): there were definitely only 2 damaged trocars and not three as originally speculated ((B)(4)). The two trocars that were damaged could potentially have been from two different lot numbers but the surgeon and nurses were unsure (hopefully this can be clarified by looking at the packaging that was returned along with the trocars). This is the second trocar inserted after the first one bent. The operation then proceeded without issues until near the end of the procedure. Near the end of the procedure jo was attempting to insert a drain and had a johan grasper inserted through the 5mm trocar in the suprapubic region. As is normal practice for inserting drains the registrar touched the tip of the iliac fossa trocar with the johan that was inserted through the suprapubic trocar. According to mr (B)(6), during drain insertion it is normal to knock the other trocar with the johan and it is often necessary to grasp the tip of the trocar in order to facilitate drain insertion. In this instance when the johan made contact with the tip of the trocar, part of the tip shattered and shards of plastic dropped into the patient. Mr (B)(6) also advised that he witness some powder fly off into the patient at the time of breakage. The surgeon looked thoroughly for the broken shards, this included multiple washes and was able to locate the pieces of plastic. However when rearranged on the table it was clear that the trocar tip was not totally complete. Despite extensive searching the surgeon could not find anymore - he suggests that maybe the remainder of the trocar could be the small powder that he witnessed. He decided that a laparotomy was not appropriate and closed the patient. He discussed this with the patients parents and they were unconcerned. The surgeon is unconcerned and is happy to keep using our ports as he has used them for many years across several trust without incident. The consultant felt that the registrar was using the correct insertion technique i.e. Twisting in a ten to two motion and not applying unnecessary force to the trocar. Patient status - "patient was unharmed."

Manufacturer narrative:
The event product was returned to applied medical for evaluation with three fragments. Engineering was able to confirm the complainant's experience of a fractured cannula tip. The three fragments did not complete the cannula tip when reassembled. The wall thickness of the cannula was measured, and the measurements met specifications. The likely root cause of the fractured cannula tip is due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from the sales representative on 20th february 2017: there were definitely only 2 damaged trocars and not three as originally speculated (2017-0193 + 2017-0214). - this was a joint procedure carried out by both a consultant and registrar - the registrar was doing most of the operation, the consultant was holding the scope and advising. - the registrar was inserting a 5 mm port into the iliac fossa and was having problems upon insertion - when the consultant was looking through the scope at the site she was trying to insert it into there was no tenting and he could not see the point coming through as he would usually be able to. - suddenly [the registrar] felt the trocar "give way" and the trocar was found to have bent. It was removed and another inserted - near the end of the procedure [the registrar] was attempting to insert a drain and had a johan grasper inserted through the 5 mm trocar in the suprapubic region. As is normal practice for inserting drains the registrar touched the tip of the iliac fossa trocar with the johan that was inserted through the suprapubic trocar. According to [the consultant], during drain insertion it is normal to knock the other trocar with the johan and it is often necessary to grasp the tip of the trocar in order to facilitate drain insertion. - in this instance when the johan made contact with the tip of the trocar, part of the tip shattered and shards of plastic dropped into the patient. [The consultant] also advised that he witness some powder fly off into the patient at the time of breakage. The surgeon looked thoroughly for the broken shards, this included multiple washes and was able to locate the pieces of plastic. However when rearranged on the table it was clear that the trocar tip was not totally complete. Despite extensive searching the surgeon could not find anymore - he suggests that maybe the remainder of the trocar could be the small powder that he witnessed. - he decided that a laparotomy was not appropriate and closed the patient. He discussed this with the patients parents and they were unconcerned. Additional information received from (B)(6) report: laparoscopic appendicectomy was performed. 5 mm port "applied medical disposable" easily bent during insertion, hence removed and changed to a new port. 5 mm port "applied medical disposable" -tip got fractured into 3 small pieces during manipulation, inside the abdomen. All the fractured pieces retrieved and the trocar was removed. Upon reconstitution of the 3 small pieces and the broken trocar outside, on the table, revealed a 2-3 mm gap at the tip of the trocar. Extensive intra-abdominal search followed by lavage did not reveal the 2 mm fragment. Explored the abdominal wall trocar wound -no evidence of the piece. Could not be x-rayed due to plastic material. The alternative option was to do laparotomy and search through open surgery but it was deemed not in the best interest of the patient considering the risks of a full length laparotomy on a (B)(6) and the 2 mm size of the fragment. Operative procedure and incident were fully explained to the patient's parent; they have understood and raised no concerns. Theatre senior odp on duty was aware and the concerned batch of trocars was removed from the shelf for further use.